Event description:
It was reported that during a ptca procedure, upon removal the distal monorail segment of the shaft separated and was removed without incident. No pt injuries or complications occurred.